Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead exhibited twiddler's, subsequently the lead had dislodged. The lead was unable to be re-used therefore, a new lead was placed. No further adverse patient effects were reported.

Manufacturer narrative:
Visual inspection revealed that the complete lead was returned. There was blood/body fluid noted in the lumen. There was one setscrew mark noted on the terminal pin and no discernable setscrew mark on the ring. The conductor coils were deformed at 365 millimeters from the terminal pin. The lead body insulation was twisted. The lead was found to be electrically continuous and therapy was confirmed to be available. It was concluded that the lead body insulation was twisted most likely due to twiddler's.